Event description:
Report of air in tubing without alarms rec'd: the pt is receiving arginine butyrate 800mg/kg IV over a 10hr period, 5 days per week. The pt's parent is being trained to do home infusion therapy. Some treatments take place at the treatment center, and some take place at the apartment the pt staying at, since they are from out of town. The customer contact reported that the pt's parent was watching the pump, knowing that the infusion was to be completed soon. According to the customer contact, the parent saw "air bubbles" in the tubing, looked at the bag, found the bag was empty, and stopped the infusion. According to the customer contact, the pt's parent reported that there were no alarms. The customer contact states no adverse pt event or harm were reported. Though requested, there was no further info available.